Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 05 and a cartridge alarm 06 occurred. Reportedly, the customer had followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of the cartridge alarm 06. Customer's blood glucose level was 150 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarms.